Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/21/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to a dim/discolored display. The audio bolus button cover was found to be detached and the button was unable to be tested. Auditory and vibratory features were operational. No tactile issues were found with the keypad buttons.

Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored. This report is made based on the results of investigation completed on 04/21/2015.